Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one of the led display segments does not illuminate on the device. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
It was reported that the rad-87 bottom right 7-segment display segment d does not illuminate. Additionally, the battery indicator led 1 does not illuminate. No known impact or consequence to patient.